Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited rising pacing impedance and high threshold. A fracture of the rv lead was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.